Manufacturer narrative:
A software investigation was completed and root cause could not be determined. The logs for this date were examined to investigate the incident. At 3:05:37pm, the user attempted to take a 2d scan as evident by the following log message: ¿user action: device: switch, ID: 1 (1, 2, or 3), action: press, mode: 2d.¿ the o-arm was not in standalone mode. At 3:05:37pm, the logs showed the following message: ¿ignoring x-ray switch press event because system is not ready to x-ray: switch0, pressed=true.¿ this log message was triggered by the system controller firmware. The firmware simply alerted the application that the system was not ready to expose x-rays. The firmware checked the following components to ensure their readiness: detector interface, generator interface, system controller, mvs controller, x-ray power, line power, sw x-ray enabled, and e-stop disengaged. At 3:01:40pm, the logs explicitly showed line power was present as indicated by the following message: ¿voltage ac is present.¿ at 3:04:53pm, the logs showed the following system controller error: ¿system controller status event. System controller error: system clock out of spec (errornumber=8).¿ however, the system controller error was cleared at 3:04:55pm. At 3:05:17pm, the logs showed that sw x-ray was explicitly enabled and o-arm door was closed. At 3:05:02pm, the logs showed that the o-arm successfully completed an auto fluoroscopy offset calibration, which suggested that the detector component was functional. The o-arm prevented the scan because a component was not ready to x-ray. However, the logs did not show which component was at fault. There was not enough information to determine the root cause of the incident.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system was unable to take 2d or 3d images. It was reported that the system displayed no errors, and no noises were heard; it just went unresponsive when attempting to acquire images. The use of medtronic imaging and navigation was discontinued because of this issue. The procedure was completed successfully with a c-arm, and the patient was not impacted. The delay to the procedure was not provided. No additional details are available.